Event description:
Reporter states that tibial insert would not engage. Soft tissue checks done. Two more attempts were made to fit insert. Another insert was available and was used successfully. There was no adverse consequence for the pt.